Event description:
It was reported that the patient presented with a right ventricular lead that exhibited noise. No changes or intervention was reported. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.